Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced inflatable penile prosthesis (ipp) activation issues at the first follow up visit with the healthcare provider. No surgical procedure had been performed to address the activation issue.